Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s housing split into two pieces during normal use, and the user provided a photo for confirmation; blood glucose was reported as 177 mg/dl and was not affected. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy requiring medical care and no hospitalization. Investigation included customer interview, review of user-provided images, and logistical review of replacement and return processes. Investigation of this case revealed physical separation consistent with screen bezel or enclosure failure while the device continued to function without alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or structural integrity failure of the device enclosure.